Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the burst packets did not have enough water in them.

Manufacturer narrative:
No sample was returned for evaluation and the lot number is unknown: therefore, the device history record could not be reviewed.. A potential failure mode could be ¿not enough water¿. A potential root cause for this failure mode could be ¿air in lines¿. The instructions for use were found adequate and state the following: "the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. Wash your hands thoroughly with soap and water. Release the sterile water from the foil packet. Tip the catheter pouch end to end three to six times so the water moves back and forth to thoroughly wet the catheter surface." The device was not returned.

Event description:
It was reported that some of the burst packets did not have enough water in them.